Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Patient's spouse later reported the contralateral side was ruptured and they will "remove the left side implant as well". Healthcare professional later reported left side "ruptured" observed during surgery. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported events rupture was received on (B)(6) 2025 with lot number 1849648. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device and two openings assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Patient's spouse later reported the contralateral side was ruptured and they will "remove the left side implant as well". Healthcare professional later reported left side "ruptured" observed during surgery. Device was explanted and replaced.